Manufacturer narrative:
Liebel - flarsheim field service engineer report: field service engineer went to hospital to investigate injector unit. Sales representative stated hospital is aware that it was operator error. They have asked for training. (Will be done). Injector checked out ok and returned to full service by the customer.

Event description:
Tyco sales representative reports that a customer has experienced an air injection. According to sales, hospital is acknowledging error on their part. They do however, as a precaution, want the injector unit to be checked out by manufacturer.